Event description:
"Stiff type terumo glidewire inserted into femoral artery access through an 18ga thin wall 2 3/4" angiographic needle. Wire could not be advanced and while attempting to withdraw the wire, a portion of the wire coating stripped off. Confirmed by fluoroscopy."